Manufacturer narrative:
A field service engineer has been on site. The oxygen gas module was found defective and has been replaced and the ventilator was returned to service. The replaced part has been received. A supplemental MDR report will be sent when the investigation is completed.

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The reported failure was reproduced. During tests in a reference ventilator measured gas supply pressures were: 10 bar for oxygen and 1.6 bar for air despite the fact that no gases were connected (correct values would be 0 bar). Once the gases were connected correct gas supply pressures were measured. No alarms were generated during ventilation and performed pre-use checks passed without deviation. The failure was caused by a defective high pressure transducer. Microscopic inspection of the pressure transducer showed signs of corrosion around one of the pins inside the pressure transducer which is considered to have caused the component's failure. The cause of the corrosion has not been determined. The high pressure transducer is mounted on a printed circuit board inside the oxygen gas module and measures the oxygen gas pressure supplied to the oxygen gas module. A failure of this component might affect the regulation of the delivered gas since wrong input about the inlet pressure is then used for flow calculation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator measured too high oxygen supply pressure and too low air supply pressure while neither of the gases were connected. There was no patient involvement. (B)(4).